Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Through the evaluation of the photograph, there was no damage or holes observed in the tubing. The photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd nexiva¿ closed IV catheter system - dual port 24 ga 0.75 in leaked. The following information was provided by the initial reporter: "faulty nexiva cannula incident-¿cannulated to l forearm - 1st attempt with bd nexiva 24g ivc - nil issues with cannulation, however noticed blood leaking from line in ivc. On closer inspection found the catheter line had a small hole in it resulting in leaking of blood, thankfully nil fluids had been delivered. Ivc was removed. Packaging and faulty ivc bagged and left with num to report back to company.¿ potential issues- ¿when leak noted, ivc removed. However if leak not noticed potential for chemo leakage, air embolism etc.¿"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd nexiva¿ closed IV catheter system dual port 24 ga 0.75 in leaked. The following information was provided by the initial reporter: "faulty nexiva cannula incident ¿cannulated to l forearm, 1st attempt with bd nexiva 24 g ivc nil issues with cannulation, however noticed blood leaking from line in ivc. On closer inspection found the catheter line had a small hole in it resulting in leaking of blood, thankfully nil fluids had been delivered. Ivc was removed. Packaging and faulty ivc bagged and left with num to report back to company.¿ potential issues: ¿when leak noted, ivc removed. However if leak not noticed potential for chemo leakage, air embolism etc.¿"